Event description:
A report was received that a patient was having intermitten stimulation after having her pocket revised. In addition, the new pocket site is sensitive. The patient had another pocket revision in 2006. The pocket was relocated from her rib area to her buttocks. The patient was reprogrammed and was reportedly doing well following the procedure.

Manufacturer narrative:
Device remains in patient. This is a final report.